Manufacturer narrative:
The customer¿s report of the male luer tip breaks off was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was noted that part of the tip of the distal male luer on the primary set was broken off; with one side slightly higher than the other. 0.1835 inches of the male luer¿s tip was missing. The broken off piece was not received from the customer. Further visual inspection of the damaged component under magnification observed a whitish colored stress marking on the broken luer tip's lower side. There were no signs of damage or deformities found on the remaining portion of the male luer tip or collar. Red discoloration was observed inside the bottom 40 inches of the tubing. No other anomalies were observed on the concomitant primary set. Functional testing resulted in the set flowing freely and ran with no issues observed. Pressure testing confirmed leaking from the sets or any of their components. The root cause of the male luer tip breaks off was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the extension set is placed onto a sterile field and when the set is connected to the mating product, the male spin collar breaks apart and on occasion the male luer tip breaks off. No patient harm reported.